Event description:
The customer's husband complained of the insulin pump alarming motor error during the manual prime. Troubleshooting was performed, and the displacement test could not be completed due to the motor error alarm occurring during rewind. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error, due to the motor encoded signal being out of phase.